Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a severely scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump had a scratched display screen. The customer's blood glucose level was 347 mg/dl. The customer stated she suspended her insulin pump for a low blood glucose level and did not resume basal delivery soon enough, which caused her high blood glucose level. Standard troubleshooting was performed. The customer stated the damage may have occurred when she fell. The customer stated she had trouble reading the display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.